Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. The analyst noted that the device was implanted 20 months beyond its expected longevity, and is not part of the suspect population for any field actions.

Event description:
It was reported that the device could not be interrogated and was at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.